Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead warning. High, unstable, and varying thresholds, dropping and low impedance, and oversensing with noise was observed on the lead. The lead was planned to be revised and remain in use. No patient complications have been reported as a result of this event.